Event description:
This companion 2 driver was not supporting a patient. The companion 2 driver was picked up at an implant center in (B)(6), after patient use and transported to the distribution warehouse in (B)(4). There were no reported issues with the companion 2 driver during patient use. Upon arrival at the distribution warehouse, the companion 2 driver failed the system check because of low left driveline pressure. This alleged failure mode poses a low risk to a patient because the issue was observed during a routine system check when the driver was not supporting a patient. System checks are conducted prior to companion 2 driver patient support. The companion 2 driver will be returned to syncardia for evaluation, and the results of the investigation will be provided in a supplemental MDR.